Event description:
On (B)(6) /2013, during a laparoscopic reduction and repair of bilateral inguinal hernias a dissecting balloon was blown up under vision via the camera in the properitoneal space. When the trocar was removed, the balloon and sheath disconnected from the device and remained within the properitoneal space. This was immediately recognized and both the dissecting balloon and its sheath were successfully retrieved from the pt. There is significant potential for a retained foreign body with this type of equipment malfunction. The lot # provided is from a new package as the original package is not available.